Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo user manual has the following warning: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. Technical support engineer (tse) reviewed site system log with a procedure date of(B)(6) 2023 and verified that there was no issue with the system which caused the patient event. The console operated as intended. Furthermore, field service engineer (fse) communication with the customer site clinical team determined it was operator related. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product.

Event description:
It was reported that the patients venous access de-accessed during patient treatment. The needle and tubing were found lodged between the patient and the chair. Treatment was ended and there was an estimated of 600 ml ¿ 900 ml blood loss. Patient had a rapid response called for low blood pressure (bp) was transferred to the intensive care unit (ICU) and required blood transfusion.